Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope due to an episode of ventricular fibrillation (vf), which was undersensed by the right ventricular (rv) lead and therapy was not delivered by the cardiac resynchronization therapy defibrillator (crt-d). An external shock was required and the crt-d has been programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.